Event description:
(B)(4): it was reported that the mmp200 articulating equipment boom motor will not lift and that the push rod appears to have come loose from the motor. It was further reported that the motor had overheated. There was no reported patient involvement and no adverse consequences reported.

Manufacturer narrative:
Evaluation summary: a field service technician visited the customer account, inspected the equipment boom and observed evidence of burnt components and smoke residue in the motor assembly of the articulating arm. There was also damage observed to the drive mechanism. It is currently unknown as to the cause of the reported damage. The investigation is ongoing.